Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during implantation. During surgery, a capsule tear occurred and a vitrectomy was performed. It was indicated that there were no further pt injuries and another lens was implanted. An msi-pm injector and an aq cartridge, lot numbers unknown, were used during surgery.